Event description:
It was reported that the patient's leadless pacemaker (lp) failed to be interrogated. It was further noted that due to under-sensing, the device exhibited inappropriate low voltage response. The lp was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported complaints of losing telemetry communication after firmware download, failure to interrogate and sensing anomaly were confirmed. The complaint of inadequate output was not confirmed. Final analysis found that based on merlin log and bench evaluation of the returned device, the leadless pacemaker (lp) responds to magnet but does not sense or output telemetry sniff pulse (which caused loss of telemetry). After induced por and installation of firmware, the device is fully functional. However, the root cause for the sudden loss of telemetry in this lp was not determined. It was also found that the outer helix was not within specification which is consistent with procedure related damage. As received, the device could not connect to the programmer. Sensing test was performed and the device was not able to sense appropriately. The cause of communication and sensing anomaly could not be isolated as well.